Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01864.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coil lps and a lp system detachment handle (handle). During the procedure, the physician implanted one to two coils in the target location. Subsequently, the next coil, a ruby coil lp, would not detach with the handle or manually. Therefore, the ruby coil lp and handle were removed. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed that the embolization coil was intact with the pusher assembly and revealed that the pull wire was in its initial position within the ddt. Further evaluation revealed that the pet lock was not present on the proximal end of the pusher assembly, the proximal end of the pusher assembly was kinked, and the pusher assembly had additional kinks along its length. If the ruby coil lp is manipulated at extreme angles during use, damage such as kinks may occur. If the pusher assembly is kinked, the pull wire may not retract when a detachment attempt is made using a handle or manual detachment. Further evaluation of the device also revealed offset coil winds. This damage was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01864.